Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat target lesions in the anterior tibial and popliteal arteries. The armada was prepared for use per instructions for use and no issues were noted. The device was advanced into the patient anatomy, and no proximal or distal marker was seen on angiography. The device was removed without difficulty and a 2nd same size armada was then used. There was no adverse patient effect and no clinically significant delay.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified an issue with visibility of the markers, which was found during visual inspection. A search of the complaint handling database was performed and no other incidents were identified from this lot for lack of visibility with the markers. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to marker visibility was identified. The event was possibly related to manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.